Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re opened should additional data become available.

Event description:
Boston scientific reports that this ra lead was capped due to high pacing impedances of greater than 2000 ohms and oversensing. Patient brought in for new atrial lead.